Event description:
It was reported the set screw wrench was not able to loosen and remove the atrial lead. The atrial lead torn when the lead was pulled. The wrench was reinserted and the torn portion of the lead was removed. The atrial lead was abandoned. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
(B)(4). The reported set screw anomaly was confirmed in the laboratory and was due to silicone, septum material inside the aring set screw hex cavity. This material prevented full insertion of the torque driver.